Manufacturer narrative:
Initial MDR 2432235-2025-00132 was filed on 15-may-2025. Additional information (17-jul-2025): siemens evaluated the information provided and services performed by the customer service engineer (cse), which included inspecting the atellica ch 930 analyzer. The cse found that one of the reaction washer probes was dripping and resolved the issue by replacing the associated solenoid valve. Siemens concluded that the cause of the falsely depressed creatinine_2 (crea_2) result was due to a malfunctioning valve on one of the reaction washer probes. The cse verified the atellica ch 930 analyzer and is operating as specified. No further evaluation is required. Siemens updated section h6 to include a new code that reflects the investigation conclusion.

Manufacturer narrative:
The customer reported that a falsely depressed creatinine 2 (crea 2) result was obtained for one patient on the atellica ch 930 analyzer, and the result was reported to the physician(s). The customer performed repeat testing on an alternate analyzer, noted that the repeat result was higher, in line with previous results, and issued a corrected report. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and found that the reaction washer probe was failing. The cse performed services, including replacing the solenoid valve (v19) used for the reaction washer probe # 1. The cse verified the operation of the valve and probe for leaks, ran an autocheck, and the analyzer performed as specified. The analyzer was returned to the customer to perform quality control (qc), and the performance was acceptable. Siemens is investigating the event.

Event description:
The customer reported that a falsely depressed creatinine 2 (crea 2) result was obtained for one patient on the atellica ch 930 analyzer, and the result was reported to the physician(s). The customer performed repeat testing on an alternate analyzer, noted that the repeat result was higher, in line with previous results, and issued a corrected report. There is no known reports of patient intervention or adverse health consequences due to the event.